Manufacturer narrative:
The device was discarded by the customer, and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No lot qualification records were reviewed, as no product lot number was provided. The omnipod user guide advises, "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem" and "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." It warns, "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a "high check for ketones!" Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a "high check for ketones!" Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
The customer reported that she was hospitalized for 4 days with a blood glucose level of 1300 mg/dl. She was wearing a pod when this occurred. She did not provide details of her treatment, but stated that she was "taken care of" and is now "fine." She discarded the pod she was wearing, and said that her physician told her to wait a week before activating another pod.